Manufacturer narrative:
The cause of the handpiece failure is a defective motor. This is a component failure. The defect should have been noticed during the inspection required by the IFU prior to use. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, the cleaning process is described in detail. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that error code e02 was shown on the display. No negative impact in state of health reported.